Event description:
A consumer reported he had three different intraocular lenses (iols) implanted in the same eye over a period of four years. The first two iol's dislocated and were subsequently exchanged. The first iol was from a different manufacturer. The third lens was sutured, remains implanted; but "again out of place" and causing diplopia. In a follow-up, the current testing physician reported the event has not resolved and the dislocation was either due to a broken suture or broken haptic. He also reported that the patient is seeking a second opinion. There are two medical device reports for this event. This report is for the third lens that remains implanted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/14/2009, 04/15/2009, and 04/21/2009 by phone, fax and mail. A completed questionnaire was received on 05/05/2009. Medical records were received on 04/28/2009. This report was mailed to FDA on: 05/13/2009.